Event description:
It was reported that post implant, the patient presented to the clinic for fatigue. Perforation was suspected on both right ventricular and atrial leads. The perforation due to cardiac tamponade was confirmed with x ray, but it was unsure if both leads perforated. The physician explanted both leads out of an abundance of caution. The patient was stable. Related manufacturer reference number: 2017865-2022-44163.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with helix found to be extended and clogged with blood. The helix extension length was measured within specification as returned. A tip stiffness test was performed, and the results were within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.